Manufacturer narrative:
The serial number was requested, but was not provided. The mobile power unit is not a single use device. Approximate age of device is not known. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that during a log file analysis review by the manufacturer's technical service representative, the data confirmed that the lvad system produced a no external power/low power hazard event which may have been caused by the power cord of the mobile power unit coming loose at the mobile power unit or the wall outlet. During this time the system controllers internal battery provided power to the pump as designed. Additional information was requested but was not provided.

Manufacturer narrative:
Section b5, d4 (serial number, UDI), h4: additional information. Manufacturer's investigation conclusion:the reported event of a no external power alarm was confirmed via the log file. A review of the log file downloaded from the returned controller showed 256 events spanning approximately 4 days (B)(6) 2018 ¿ (B)(6) 2018 per time stamp). On (B)(6) 2018 at 8:50, a backup battery circuit fault and no external power alarm activated. Both rsoc values dropped to 0v instantly activating the alarm. This alarm and fault cleared shortly after. The no external power alarm was active again on (B)(6) 2018 at 1:35 and 1:39 due to both cables instantly falling to 0v again. The faults and alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Additional information provided indicated that the patient is unsure if the ac power cord unplugged from the wall and thinks there may have been a power outage to the house. A root cause for the reported event was not conclusively determined through this analysis. The manufacturer is closing the file on this event.

Event description:
Additional information provided that the patient has a v-lock connector on the a/c power cord. It is unknown if the power cord came loose from the outlet or the back of the mpu. Patient thinks there may have been a power outage to the house during the event.